Event description:
It was reported that a patient underwent a revision of a hernia repair procedure on (B)(6) 2012 and mesh was used. The initial procedure occurred approximately 18 months prior. The revision was due to infection. No other details have been provided. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the initial procedure was an open repair of a large recurrent incisional hernia. During the revision on (B)(6) 2012, the surgeon found many extensive adhesions to the mesh that were not easily removed. There was also a brownish colored substance around a small section of the mesh that may have been due to infection. Part of the explanted mesh was sent to pathology at the hospital. Once the adhesions were removed, the surgeon put in a different mesh to repair the defect.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.